Event description:
It was reported that a catheter fracture occurred. A direxion infusion catheter was selected for use. During procedure, it was noted that the catheter broke while in use. No patient complications reported.